Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was in the 300 mg/dl, 400 mg/dl, and 600 mg/dl ranges recently. The insulin pump was not returned for analysis.